Event description:
The patient reported that the v-go fell off after a hour and a half of wearing it outside. The patient stated that he was sweating excessively however patient does prep the area correctly before applying the v-go device. This is not the first time that this occurred, the patient was unable to provide specific dates but the last time this happened was (B)(6) 2021. The patient stated this occurred with 3 or 4 devices. The patient also stated that his abdomen does have hair but that he applies the v-go where there is no hair. The patient discarded all the devices.